Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and normal communication was established. The device image was received, and there was a charge time-out alert noted. The device was opened for further investigation and the high voltage (hv) capacitors were analyzed and found to have excessive current leakage. The reported event of a charge time-out was confirmed and the cause was isolated to an anomalous hv capacitor.

Event description:
Additional information received indicated that the device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a capacitor charge time-out was noted. Manual capacitor charging was performed and the charge time decreased accordingly and was within normal limits. The patient was stable and will continue to be monitored.